Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. Although the exact length of implantation is not known, the investigation has determined this product code was released in 1991 and has been considered obsolete since july of 1993. It is reasonable to assume it has been implanted for an extended length of time. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of poly wear.